Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mrx battery will not take a charge. He tried the battery in other mrx defibs and found the battery will not charge. There was no reported patient involvement.

Manufacturer narrative:
Informed customer they will ship him a battery as soon as they come off back order. The customer is to replace the part upon delivery to rectify the problem.